Event description:
Psr tested pt and just after test was performed a thimble-sized protrusion appeared, then site was flat with bruise the size of lancet holder rings. Six days later pt's arm was swollen, painful and hard. Had dr's appointment and dr concerned about staph infection. Instructed to apply hot compresses 5x day for 5 days. Contacted an attorney.